Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.